Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 04/09/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed that the data from the date of the event had been overwritten due to continued use of the pump. The current black box and alarm history showed no evidence of cs 088 call service alarms occurring. The pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no evidence of internal moisture was observed. There was no damage observed to the printed circuit board. The call service alarm issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.